Event description:
A malfunction was reported on a pump, specifically identified by malfunction code 5. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; since then, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer understood.